Manufacturer narrative:
Device evaluation completed on december 21, 2020: during the visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker¿s grade unknown capsular contracture, and rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 325cc mentor memorygel breast implant experienced left sided baker¿s grade unknown capsular contracture, and rupture post procedure. The firmness and hardness on the upper side of the breast and then a mammogram and ultrasound examinations were performed. The ultrasound findings informed of possible intracapsular rupture, due to bulging of the left breast. The capsular contracture, and rupture were diagnosed by a physician via images, and scans. As a result, the device was explanted on (B)(6) 2020.

Manufacturer narrative:
On december 15, 2020 the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 1, 2020 the health care professional notified mentor that no rupture happened. On december 2, 2020, additional information received indicated that the capsular contracture grade was iii. As a result patient had partial capsulectomy, and replacement of the left device with another implant: (unknown). Manufacturer¿s reference number: (B)(4).